Event description:
The surgeon reported that the tip of the nitinol guide broke within the pt's right knee during surgery and the tip remains in the knee. It is unk how long of a delay was experienced however, a significant delay was not reported. No consequences or impact to the pt.